Event description:
It was observed during the device evaluation that the coating of the insertion part snake tube is peeling off on the fiberscope (1 mm or more). There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, and although we could not specify the root cause of the suggested event, it is likely the defect was caused by some kind of stress, such as damage or deterioration of parts, an electrical problem, an environmental temperature problem, or a maintenance problem. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.